Manufacturer narrative:
(B)(4). Exemption number e2016004.

Event description:
On may 27, 2016, nakanishi received an email from (B)(4) that states a handpiece had overheated and burned a patient. Details are as follows. On (B)(6) 2016 (B)(4) was made aware of an unconfirmed event with one of its devices, z95l handpiece ((B)(4)). (B)(4) instructed the dental office to immediately send in the handpiece for evaluation. (B)(4) received the patient information form from the dental office on may 23, 2016 and details are as follows: the event occured on (B)(6) 2016. The dentist stated that while a crown procedure was being performed, the patient received a burn the size of a quarter, and it was possibly a 2nd degree burn. The patient was under local anesthesia. No malfunction was observed by the dentist before the procedure. The dentist applied antiseptic solution to the patient. The dentist followed up with the patient and reported that the injury was healing normally.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: nakanishi examined the device history record for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. Nakanishi set a test bur in the handpiece and rotated it by hand. Nakanishi observed a rotational resistance. Nakanishi did not observe any damage on the exterior. Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi observed abnormal temperature rise at the test point (2) 300 seconds after the start. Temperature measurements 300 seconds after the start are as follows: test point (1): 48.4 degrees c; test point (2): 57.6 degrees c; test point (3): 39.2 degrees c; test point (4): 39.7 degrees c. The temperature testing was conducted for 300 seconds into the handpiece 5 minute evaluation. Nakanishi washed the inside of the handpiece using nakanishi pana-spray-plus as defined in the operation manual. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. Again, nakanishi measured the temperature rise of the pana-spray-plus, cleaned handpiece in the way described. Nakanishi did not observe abnormal temperature rise during the test period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing inner race (ball rolling surface) was worn. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi then replaced the cartridge and measured the exothermic situation yet again. There was no abnormal temperature rising during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification once the damaged cartridge had been replaced. Conclusion reached based on the investigation and analysis result: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the wear of bearing inner race. A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating. Nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance as instructed in the operation manual.